Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the foreign material was identified as a cleaning brush manufactured by a third-party company found in the device's air/water channel. However, a root cause could not be identified. The event is detectable/preventable by handling the device in accordance with the instructions for use (IFU). IFU states the detection method in the gif/cf/pcf-290 series operation manual, chapter 3 preparation and inspection. IFU states the preventative measures in the gif/cf/pcf-290 series reprocessing manual, chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had foreign matter found in channel. The issue was found during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.